Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported the navigation ring is not working. There was no patient involvement.

Manufacturer narrative:
G4: 10nov2020, b4: 11nov2020. The root cause of the navigation-ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13aug2020; b4: 18aug2020. The manufacturer's field service engineer (fse) confirmed the complaint of the navigation ring not working. The fse replaced the front bezel, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.